Manufacturer narrative:
Concomitant medical products: product ID: 3888, serial# unknown, implanted: (B)(6) 2018, product type: lead; product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3888, serial/lot #: unknown; product ID: 37082-40, serial/lot #: (B)(4), ubd: 18-jul-2021, (B)(4), (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced loss of therapy effect. The stimulation was not used for about 5-6 months. There were no external contributing factors. Diagnostics/troubleshooting was performed. The impedances were measured on (B)(6) 2018, every electrode showed >40,000 ohms. The lead configuration was changed in order to check potential mistake in chosen channel, no success, all impedances still high. No interventions or actions were taken, intraoperative troubleshooting was planned but not scheduled. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the action taken to resolve the event was a physician recharge mode was performed in order to enable the ins again after shut down (battery depletion). Stimulation was turned on again. No therapeutic effect was possible due to very high impedances. These high impedances could not be resolved. The cause of loss of therapeutic effect were high impedances. The cause for the high impedances could not be determined and was unknown to the health care provider. The event was not resolved. No revision was planned. The health care provider will contact the device manufacturer to schedule a revision if that is decided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.